Event description:
Olympus field service engineer reported that during a discussion with the customer, it was found out that the device turned off (power off) during surgery (pcnl - percutaneous nephrolithotomy) . The procedure was cancelled. After inspection, the device was found not powering on. There was no patient harm, injury or infection reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was inspected locally at omsi (olympus medical systems india) . The complaint was confirmed. The unit did not turn on due to defective power supply. Detailed evaluation: noted by service repair : the device is not turning on. This is due to a defective vdc power supply. After replacing the vdc power supply, the problem has been resolved. There are no burn marks or liquid marks on the power supply. The fuse on the power supply found no issue. Device history records were reviewed and showed the product met all specifications upon release. There were no abnormalities found that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the investigation, a definitive root cause of the reported issue cannot be determined at this time. The shockpulse IFU (instructions for use) states: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Thoroughly inspect all electrical cables and probes before each use. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged." (Spl-IFU_an, page 3) olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: g3, g6, h2, h6 and h10. Further communication with the customer, the following information conveyed: the doctor resumed the case for the next day with the other machine. The doctor completed the procedure the next day as planned with another machine. The intended procedure is percutaneous nephrolithotomy (pcnl). No other information provided. Customer did not provide the model or serial number used to complete the case. Supplemental report(s) will be submitted should any relevant new information is available .

Manufacturer narrative:
This report is being supplemented to provide information additional information based on investigation results of the failed component of the device. Omsi (olympus business center india) suspects that the vdc power supply might be defective due to some part durability issue. Because it gets defective within 02 months from its installation date . Omsi requested additional testing and investigation of the failed component (power supply). The investigation of the failed component was completed on 17jun2022 as follows: the received power supply was given to r&d team for further evaluation and testing. The power supply was powered on and found to be defective. The power supply was verified to be out non-conforming. The issue was determined to be caused by a broken wire during the manufacturing of the device. This is an off-the-shelf item. No non-conformance found in manufacturing processes. No containment required. No evidence of other malfunctioning power supplies. Non-conformance determined to be an isolated occurrence. No further investigation required. Olympus will continue to monitor complaints for this device.